Event description:
It was reported that during the implant procedure, the pulse generator displayed an error message. The device was not used and replaced.

Manufacturer narrative:
Analysis found normal device characteristics.